Event description:
Internal data from the generator was received and reviewed. No additional relevant information has been received to date.

Event description:
Internal investigation identified that the root cause for the unexpected resets that occurred are confirmed to be due to a firmware bug which can occur in rare cases where firmware can attempt to access locked memory. A device that has encountered this particular reset once is unlikely to experience it a second time.

Event description:
It was reported that error code 6 (reset code) was detected on the patient's device with therapy disabled. The patient reported still being able to feel stimulation when using their magnet. The device history records of the generator was reviewed. The generator passed final functional tests prior to distribution. No other relevant information has been received to date.

Event description:
Additional data from the generator was received and reviewed.